Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient initially reported a right side rupture. Healthcare professional later reported right side "soft and collapsed" and then after MRI, a right side implant exchange with no complaint against the device. Healthcare professional later reported a right side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Patient initially reported a right side rupture. Healthcare professional later reported right side "soft and collapsed" and then after MRI, a right side implant exchange with no complaint against the device. Healthcare professional later reported a right side rupture confirmed via MRI and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. ¿ pain: unable to observe as it is not related to the manufacturing process.

Event description:
Patient initially reported a right side rupture. Healthcare professional later reported right side "soft and collapsed" and then after MRI, a right side implant exchange with no complaint against the device. Healthcare professional later reported a right side rupture confirmed via MRI and pain. Device has been explanted.